Event description:
It was reported that the patient called their endocrinologist and was diagnosed with a skin infection. There was purulent discharge and a large abscess. The patient's blood glucose (bg) values reached 389 mg/dl. For treatment, the patient was prescribed bactrim smz-tmp ds (sulfamethoxazole and trimethoprim) at 200 mg to take twice a day for 10 days. The pod was worn longer than 48 hours on the leg. The patient ended the call after 45 minutes.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.